Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that her blood glucose was 417 mg/dl. She stated she cannot deliver a bolus as the insulin was just trickling out from the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. The customer stated she performed a 9 unit bolus on her own and nothing was coming out. The customer did not have a tubing clamp with which to perform the high pressure test and complete troubleshooting. She was advised to change the entire set, reservoir and insulin. Upon removal of the infusion set, the cannula was neither bent nor occluded. The insertion site was not sore or irritated. Nothing further was reported.